Event description:
It has been reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg has been found experiencing two occurrences of poor barrier separation after use. The following has been provided by the initial reporter: -it is reported by customer 2 facility sites have experienced poor barrier separation with this lot. The clinical operations manager is calling in to report 2 of her sites experiencing poor barrier separation when using product 362799, lot 9158815. (2) occurrences, no date of event, no death, no erroneous results, no course of treatment change, no exposure to blood/bodily fluids, no medical intervention, no needle stick and no safety issues. When was the centrifuge checked for accuracy? Centrifuge is check prior to any study startup. Centrifuge was checked 1 week prior to the start of collections. Were there tubes other than the ppt tube centrifuged in this centrifuge, and did those tubes centrifuge well? Other studies are running at the site and also use ppt tubes provided by other cros. These tubes are from a different lot number. These tubes separate perfectly well. Did you try to centrifuge the ppt tubes in another centrifuge? Samples have been centrifuged in a champion f-33d model and in a theron legend xt and still come out with no separation. Theron legend tx is brand new and was checked upon delivery. Other tubes that are spun in this model also come out separated. Was the blood in the centrifuged tubes hemolyzed? Blood was not hemolyzed. Were the patients on any medications that may cause changes in sample quality? According to their pathology reports, physician referral documents, and intake documents, no. This was double checked to rule out this factor. Spoke with the customer. She stated that she has never had any problems with these tubes, until this lot #. The gel sits at the bottom of the tube. The ppt tubes are the 3rd tube drawn with a butterfly needle. They are immediately inverted 10 times, and within 2-3 minutes are centrifuged at 1100 rcf for 10 minutes. 33 tubes so far have been affected. Complaint 1 of 2.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg has been found experiencing two occurrences of poor barrier separation after use. The following has been provided by the initial reporter: it is reported by customer 2 facility sites have experienced poor barrier separation with this lot. The clinical operations manager is calling in to report 2 of her sites experiencing poor barrier separation when using product 362799, lot 9158815. (2) occurrences, no date of event, no death, no erroneous results, no course of treatment change, no exposure to blood/bodily fluids, no medical intervention, no needle stick and no safety issues. When was the centrifuge checked for accuracy? Centrifuge is check prior to any study startup. Centrifuge was checked 1 week prior to the start of collections. Were there tubes other than the ppt tube centrifuged in this centrifuge, and did those tubes centrifuge well? Other studies are running at the site and also use ppt tubes provided by other cros. These tubes are from a different lot number. These tubes separate perfectly well. Did you try to centrifuge the ppt tubes in another centrifuge? Samples have been centrifuged in a champion f-33d model and in a theron legend xt and still come out with no separation. Theron legend tx is brand new and was checked upon delivery. Other tubes that are spun in this model also come out separated. Was the blood in the centrifuged tubes hemolyzed? Blood was not hemolyzed. Were the patients on any medications that may cause changes in sample quality? According to their pathology reports, physician referral documents, and intake documents, no. This was double checked to rule out this factor. Spoke with the customer. She stated that she has never had any problems with these tubes, until this lot #. The gel sits at the bottom of the tube. The ppt tubes are the 3rd tube drawn with a butterfly needle. They are immediately inverted 10 times, and within 2-3 minutes are centrifuged at 1100 rcf for 10 minutes. 33 tubes so far have been affected. Complaint 1 of 2.